Manufacturer narrative:
.

Event description:
It was reported that during a post op visit, sensing of the r-waves had dropped and impedance had increased. Capture was not obtained at max voltage. A chest x-ray showed that the lead seemed to be in the original position. A microdislodgement of the lead was suspected. The lead was repositioned.